Manufacturer narrative:
Device evaluation: the customer reported thirty-three occurrences of the reported condition and returned thirty-three actual samples for evaluation. The samples were examined by reliability engineering. Visual inspection revealed that the packaging was in good condition with no defects of the peelable or terminal seals on the samples. The packaging was inspected under 10x magnification, and foreign material was not observed in the packaging of the samples. Therefore, the reported condition was not confirmed. If additional information should become available, a supplemental report will be sent accordingly. Ref: (B)(4).

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent.

Event description:
This is report 31 of 33. Report received from (B)(6) via synthes (B)(4) stating that there was "damage on package" of the device. The device was not used during surgery. There were no injuries or medical intervention reported. There was no additional information provided.